Event description:
Procedure: lap appendectomy. According to the reporter: the instrument would not release from tissue. Another device was used to resect the instrument.

Manufacturer narrative:
Initial report sent to FDA on 11/04/2009.